Event description:
The customer stated the device is only shocking at 360 joules during testing. No pt involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon the completion of the investigation, a supplemental will be submitted.